Manufacturer narrative:
A ge service representative performed an onsite investigation. The system software and configuration files were evaluated and reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported a loss of vascular imaging mode functionality. No patient or user injury was reported related to this event.